Event description:
Catheter was placed in an outpt in 2005. It was spontaneously exited on the same day. The physician felt this situation occurred due to the softer material of the tubing. A replacement was used.

Manufacturer narrative:
Evaluation: the device was returned in a used condition. An examination found the inner catheter slightly elongated near the black indicator line. During testing, the inner catheter separated from its bonded position at the distal tip easily when pulled. An examination of this area found no evidence that the tubing was properly bonded at time of manufacture.